Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital due to bradycardia. The patient was in the coronary unit with external pacing applied. The device was interrogated, but a red warning screen was displayed on the programmer indicating "the voltage is too low for the remaining capacity of the pacemaker". The parameters could not be reviewed. Technical services discussed the device has likely reached end of life (eol) battery status and emergent device replacement was recommended. No additional adverse patient effects were reported. The patient remains in the hospital pending the replacement procedure.